Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported issues with (B)(6) study data. Customer stated that there were 2 studies in a row that very sporadic graph data, resulting in a repeat procedure.